Event description:
It was reported that during a gastric bypass procedure, the surgeon tried to use the device, but after the first firing it didn`t work anymore, was not possible to staple. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during an roux-en-y procedure, the devices would not work. No other info available. A third device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). The analysis found that one long60 device was returned instead of an ec60. The device was received in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.a batch record review was performed and no anomalies were found during the manufacturing process.